Manufacturer narrative:
No abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. Final product manufacture and qc record for cov2020147. The test results of retention samples from cov2020147 can meet the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation. The following fields are updated: b4, "date of this report" - date of follow-up report. G6, "type of report" - follow-up #1. H2, "if follow-up, what type?" - updated to "additional information" and "device evaluation" h6 "adverse event problem" - event problem and evaluation codes such as "investigation findings" and "investigation. Conclusions" are added per investigation. H10 "additional narrative/data" - added manufacturer's narrative.

Event description:
Invalid result (s). Called in because she purchased a flowflex kit and no results displayed. No c or t line appeared. She followed the directions exactly. She dispensed the sample into the s well. The kit was purchased at cvs.

Event description:
Invalid result (s). Called in because she purchased a flowflex kit and no results displayed. No c or t line appeared. She followed the directions exactly. She dispensed the sample into the s well. The kit was purchased at cvs.